Manufacturer narrative:
The device was returned to olympus for evaluation and the customers¿ allegation of connection contact failure was confirmed. It was discovered the noise was generated from the broken video connectors. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the visera elite video system center had connector contact failure. The event occurred during preparation for use. The intended diagnostic procedure was completed using a similar device. There was no harm or injury to the patient or user associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the reported issue was caused by a faulty video connector socket. However, the specific cause of the faulty video connector socket could not be established at this time. Olympus will continue to monitor field performance for this device.